Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The last charge prior to explant was a capform with a 18.5 second charge time on (B)(6) 2012. Engineers confirmed this device current draw was within normal limits.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was returned approximately 9 months post the initial event date. It is unknown if the device explant was due to a normally depleted battery or due to the previous reported extended charge time observations. The boston scientific sales representative was contacted previously and was not aware of the device status, suggesting this may not have been a boston scientific replacement procedure. The device is currently in analysis. Once analysis is complete, this report will be updated.

Event description:
Boston scientific received information that a longevity calculation was requested for this device. Approximately six months later, this device was exhibiting extended charge times of 19.5 seconds following an auto capacitor reform. The battery voltage was at 2.55 volts. The patient was supposed to be scheduled for a device replacement within the week. Technical services discussed replacement indicators and following the device's next capacitor reform, the device will likely declare replacement indicator. As of this report, the boston scientific sales representative (sr) was not aware of the device status of if a replacement procedure was performed.